Event description:
During an inservice training by a zoll medical sales representative the device displayed "pacer disabled" and "defib disabled" messages. There was no patient involvement in the reported malfunction.